Event description:
During the first ten mins of dialysis treatment, the pt complained of nausea, backache and chest tightness. The pt was given 25 mg ivp, dialysis was discontinued and the extracorporeal blood was recirculated for 10-15 mins. The treatment resumed and was completed without further sequela. No serious injury or medical intervention was reported as a result of this incident. This event involved one pt.